Manufacturer narrative:
Adverse event, corrected data: initial report inadvertently stated that it was in relation to an adverse event. Outcomes attributed to event, corrected data: initial report inadvertently stated a patient outcome when there was none.

Event description:
The operative report from the patient¿s believed lead revision was reviewed by the manufacturer. It showed that the lead was not replaced at that time. Multiple impedance measurements were returned within normal limits on the date of surgery with no evidence of high impedance at that time. No additional pertinent information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient was seen at a surgeon¿s office for high lead impedance after referral from her neurologist, who wants to replace the lead. Clinic notes were received indicating the patient¿s chest feels hot and hurts with pain at ¿(B)(6)¿. Follow-up to the physician¿s office by the company representative revealed that the physician believed that the device had high impedance at a value of 3500 ohms, which was within normal limits. The lead was replaced (B)(6) 2016. The explanted lead has not been received to-date. Additional relevant information has not been received to-date.

Event description:
Information was received that verified the impedance was within normal limits on the date of implant surgery. To the knowledge of the company representative present for the implant and exploratory surgeries, the patient had never showed high impedance. The patient¿s treating physician inadvertently stated high impedance was seen, though high impedance was not actually observed. No additional pertinent information has been received to date.